Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of kinked cannula with eight infusion sets. The symptoms were noticed 3 or more hours after insertion. The set was used for 11.5 hours. The site of insertion was reported to be abdomen however the site was not rotated regularly. Patient's blood glucose level due to issue was 560 mg/dl therefore, patient took a correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-11118 - device 4 of 8.